Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. ¿ case: (B)(4) ¿ 3spyx - pyxis software will not start a review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was stuck at a blue screen. A field service engineer dialed into the station, pulled down to cfn admin, checked the box for auto boot to medapp, and performed the same step in station configuration. The station was rebooted, and it was still not booting up medapp. A push rss update package was applied, and medapp booted up. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system was stuck and would not reboot even after trying several times. User stated that there were no delays as they had a pyxis in the same area as a backup there were no adverse events or injuries reported based on this incident.